Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set change, the ilet screen became unresponsive to the unlock gesture and did not respond despite attempts to unlock on and off the charger; there were no visible cracks, and no alerts or alarms were reported. Symptoms included no reported glycemic effects. Outcomes included temporary interruption of pump therapy with the user administering manual injections. Investigation included guided troubleshooting and education, including attempts to unlock while charging and advising a full power drain followed by restart. Investigation of this case revealed a suspected frozen or unresponsive touchscreen consistent with a device display or user interface malfunction absent physical damage. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device user interface malfunction that resolves with a power cycle.